Event description:
Rptr was in an accident on 1/3/89. She had surgery in 1989: percutaneous lumbar discectomy. It did not work and a fusion was done later. Rptr has had to use a cane, she needs help in dressing, she has had a clot in her leg, wore a brace for 8 mos, has attempted suicide and has had counseling and has been on medication for depression. After her second surgery she began having a lot of pain. She is on pain medication, has sleepless nights, her back stays swollen, she can't drive or ride, she can't work and can't bend over.